Event description:
It was reported that pump displayed malfunction code and customer experienced very high blood glucose with meter showing ¿high¿ reading. There was no additional specific blood glucose value provided. Customer gave correction insulin injection by pen or syringe, did not require emergency help, and received normal assistance from another person. Technical support guided customer through pump reset, confirmed malfunction code did not recur after reset, and advised customer to continue using pump and call back if problem happened again.